Event description:
Caller reported a malfunction on the pump, identified by malfunction code 0x20e6. The impact on the customer's blood glucose level was unknown, as the caller declined to answer whether levels exceeded 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.